Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 19 units instead of the expected 35 units. Reportedly, the cartridge was filled with 150 units of insulin. Blood glucose level was approximately 150 mg/dl. Reportedly, a new cartridge was loaded to address the issue.